Event description:
This patient had a cypher stent 2.5x23mm implanted in the saphanous vein graft (svg) to the right coronary artery (rca). The stent was deployed to 14 atms with good results. Eight months later, the patient was admitted to the hospital with a chief complaint of unstable angina. The patient was currently taking aspirin, beta blockers, lovenox and statins. The patient was taken urgently to the cardiac cath lab, where angiography revealed a restenosis of the previously placed cypher stent in the svg to the distal rca. This lesion was a focal, 99% stenosis with timi I flow. A bolus of angiomax was administered via IV. Tehre were no difficulties in accessing or wiring the vessel noted. The svg/rca lesion was predilated with a 3.0x20mm crosssail balloon inflated to 14 atms. A 3.5x23mm cypher stent was deployed to 16 atms with satisfactory results. The stent was not post-dilated.